Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the spine clamp was damaged. The clamp could not open and close correctly. There was no patient present.

Manufacturer narrative:
The clamp, 9733148, thoracic, radiolucent was returned for analysis. Analysis found that the clamp face was slightly bent on the returned clamp. The adjustment screw had debris in the threads causing the reported difficulty opening and closing the clamp. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the damaged clamp was discovered in sterile processing and the cause of the damage was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the cause was unknown.